Event description:
It was reported that the patient sustained a "large contusion surrounding the chest wall where the defibrillator was installed. The wound became a reservoir of collected blood, at the subsurface below the skin and around the outer incision. The wound caused severe pain and soreness." The wound was drained of excess blood. The patient "sustained severe wounds and damage to [the patient's] body, mental and emotional distress", and "diminished quality of life". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).